Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. System check could not be performed with tandem technical support as occlusion alarm occurred in the past. Customer changed supplies to address occlusion alarm. Customer reverted to manual injections for insulin delivery. Customer¿s blood glucose was 153 mg/dl.